Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted for ¿metastatic right lower abdominal pain lasting 7 hours.¿ after completing all preoperative preparations, an IV catheter was inserted. During the procedure, after the nurse withdrew the steel needle, a small amount of blood leaked from the white rubber stopper. The patient was immediately informed of the situation. After obtaining the patient's cooperation, the catheter was replaced and reinserted.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, so the root cause of the complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.